Manufacturer narrative:
Analysis received the unit with unresponsive button and button error alarm due to corroded keypad traces. The display function properly. There was no blank display noted. Analysis was unable to perform the no delivery test. There was no moisture damage found on the electronic assembly and motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 120 mg/dl at the time of incident. The insulin pump will be returned for analysis.